Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer shut the car door on the pump and the touch screen became shattered; subsequently, the customer was no longer able to interact with the pump due to the damage. Customer's blood glucose was 256 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.